Manufacturer narrative:
The date of death field was updated from 2016-02-18 to 2016-02-13. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received that there was a patient injury/patient death and it was device related. It was also noted the patient recovered with sequela. The patient went to the clinic for a pump adjustment on (B)(6) 2016 at 4 pm. The patient was told his new adjustment would not effect pain control for 27.5 hours. The patient was found dead in bed on (B)(6) 2016 with evidence from his home that supports his death to have happened on (B)(6) 2016 at approximately 7 pm. Analysis of the pump has been requested to help explain the patient's death. It was also noted that blood was sent by coroner for toxicology.

Manufacturer narrative:
Upon return, analysis did not identify any anomalies with the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was receiving sufentanil 60 mcg at 30 mcg/day, bupivacaine 20 mg at 10 mg/day and morphine 10 mg at 5 mg/day via an implantable pump. The lot numbers were unknown. Other medications the patient was taking at the time of the event included oxycodone 30 mg every 6 hours as needed, and oxycontin 30 mg every 12 hours. The patient's medical history included lumbar post laminectomy syndrome and lumbar radiculopathy. The patient has had numerous intravenous intrathecal pumps. It was also noted the patient had a high frequency neurostimulator implant for his chronic condition. It was reported the toxicology was performed in wisconsin. The cause of death was unknown. The specific date of death was unknown per the reporter. It was unknown if the death was related to the device or therapy. There were no device therapy or procedure issues noted at the visit. No symptoms were reported. A bridge bolus was performed at the refill on (B)(6) 2016, and this was shared with the patient as always. The pump adjustment at the refill procedure consisted of titrating sufentanil to morphine per discussion/plan set for by the healthcare provider. It was noted nothing was done leading up to the death or hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported the patient passed away on (B)(6) 2016. The cause of death was unknown. The patient had a pump adjustment and was told that it would be 27.5 hours before he would get relief from the pump. The patient lived alone and was found on (B)(6). The body showed signs of decomposition. Upon investigating they found the patient had gone to the store on saturday at 3:30 and had not finished putting his groceries away. It was also noted the sunday paper wasn't out of the mailbox. It appears that the patient passed away around the time when they told him his pump would start. The mortician removed the pump prior to cremation and they would like the pump checked to confirm programming. It was unknown if the patient's death was related to the device or therapy. It was noted no autopsy was performed, but blood was drawn for toxicology, but the results are unavailable at this time since it takes 8 weeks. The name of the physician caring for the patient at the time of death was unknown. It was noted the patient suffered from severe pain and was on oral medications. The exact oral medications the patient was taking was unknown. Additional information was requested regarding a follow-up contact, city/state the toxicology report was generated, cause of death, relationship of the death to the dev ice/therapy, symptoms, pump adjustment clarification, drug information, concomitant medications and relevant medical history, but was unavailable at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.